Event description:
Report form pt services department that pt was having "burning pain and jotting sensations in spine. "Pt was asked to follow up with physician as to reprogramming device. No further info on the pt or device is available.